Event description:
Additional information: it was reported that before the distal portion of the catheter was replaced the patient was ¿sometimes okay and sometimes he was stiff as a board.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, lot# serial# unknown, implanted: explanted: product type catheter; product ID 8709sc, lot# serial# (B)(4), implanted: (B)(6) 2010, explanted: product type catheter. (B)(4).

Event description:
It was reported that the patient had a catheter revision last week. It was noted that the exact cause of the revision was unknown, but there was possibly a kink, occlusion, or catheter migration out of the intrathecal space. It was also noted that there may have been an "occasional kink because the patient would feel good at times and then be not so good at other times." During the revision, the surgeon did not see any flow out of the catheter when it was cut. The distal end of the catheter was removed, and a new section of catheter was implanted. The physician decreased the patient's dose from 800 g/day to around 700 g/day on (B)(6) 2012. The patient's dose had been around 1600 g/day before the revision. It was also reported that the patient had a seroma at the pump pocket. The pump pocket was not opened up during the catheter revision. It was later clarified that "it turned out not to be a true seroma." The patient had drainage from the spinal incision and was observed in the emergency department for 6 hours. The drainage stopped on its own. It was noted that the patient did not experience any adverse events, and his tone was fine throughout. The patient was sent home the same day with a pressure bandage, and no other intervention was required. The device system was used to deliver lioresal.